Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i25011 and h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of the peritonitis event was unknown. Treatment for the event was not reported. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.